Event description:
The wife of a male pt contacted lifecor customer support to report that the pt had passed away. The pt was wearing the device at the hosp before being discharged. The staff stated that the pt went into the electromechanical dissociation and told the wife that there was nothing the device could have done. The equipment was misplaced/lost. The hospital states that the family signed for the belongings and the family states they do not have the device.

Manufacturer narrative:
Evaluation: the device has not been returned to lifecor. If the device is recovered a supplemental report will be sent to the FDA.